Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that there was a lightening bolt hit close to his house, (like 60 feet from the bolt) which made his hair stand on end. They stated since then, he had issues with his programming. The patient stated it's was as if the level of stim was bouncing around. They stated when he met with rep to see if this could be looked at. They stated she did some programming and 3 days ago wanted to move it back up. They stated that they moved it to 960 but when he did this he noticed everything they had in there from the original programming came back. Pt states the rep had him reset the controller. The patient stated when he did this, and it went back to the trial settings. Everything they had put in since the lightening bolt occurred was changed and it went back to its original programming. She asked him to reset the controller but that didn't resolve. It was like the programs are bouncing. They had the adaptive stimulation (as) feature enabled. They states they didn't think so but mentioned that the rep was talking about the stim changing when he rolled over. They were unable to determine on the call if as was enabled because he was having issues pressing icons. The patient stated he had tried getting in touch with the rep again but hadn't been able to reach her. The patient also mentioned in the call that he "was still on dope." They were redirected to their hcp to continue working with programming issue. The rep called on july 5th, stating their coworker was in touch with the patient that morning. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that after the lightning strike, they had a replacement of the battery and the stimulation started working. The patient reported that the issue has been resolved